Event description:
It was reported that the patient with this right atrial (ra) lead underwent a revision surgery in which this lead was surgically capped and replaced. No additional adverse patient effects were reported.